Event description:
Family member reported that patient was hospitalized for low blood glucose. It was informed that the customer was in coma for a few days. The doctor performed troubleshooting and the device passed the functional testing. The contact indicated that the basal rate was increased to 3.0u. However, the family member removed the batteries from the pump and the history of the boluses was not available.